Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) in the cardiac surgical unit were in intermittent signal loss with the telemetry transmitters. No patient harm or injury was reported. Investigation summary: a root cause cannot be determined as the customer refused further troubleshooting until the issue gets worse. Complaint history of the reported device and customer account do not reveal any additional complaint reporting of signal loss similar to this event. The issue is most likely resolved. Possible root causes are signal interference as the issue is intermittent and isolated to a single area.

Event description:
The biomedical engineer (bme) reported that they have had signal loss multiple times with telemetry transmitters on one clinical floor, the cardiac-surgical unit. They observed obvious signal loss issues since june of this year. Then they received calls about other issues on the floor, and their technician observed signal loss on other patients which may last several seconds and happen on a very frequent interval that make it relatively hard to use telemetry on this floor. They receive a signal loss error message on the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have had signal loss multiple times with telemetry transmitters on one clinical floor, the cardiac-surgical unit. They observed obvious signal loss issues since june of this year. Then they received calls about other issues on the floor, and their technician observed signal loss on other patients which may last several seconds and happen on a very frequent interval that make it relatively hard to use telemetry on this floor. They receive a signal loss error message on the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the telemetry transmitters were being used in conjunction with the cns, but model and serial number information was not provided.

Event description:
The biomedical engineer (bme) reported that they have had signal loss multiple times with telemetry transmitters on one clinical floor, the cardiac-surgical unit. They observed obvious signal loss issues since june of this year. Then they received calls about other issues on the floor, and their technician observed signal loss on other patients which may last several seconds and happen on a very frequent interval that make it relatively hard to use telemetry on this floor. They receive a signal loss error message on the central nurse's station (cns). No patient harm was reported.